Manufacturer narrative:
No product was returned. The cause of the bleed cannot be determined since insufficient clinical details were provided. The cause of the delivery issue was determined to be patient condition as the patient had occluded illiacs along with difficult anatomy and resistance in axillary artery preventing successful delivery of impella. The device passed all post sterile inspection checks.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to correct and add coding to align with clinical information previously described in the initial MDR. H6 coding for malposition of device, blood transfusion, delay to treatment/therapy, and medication required have been added, however no new event details or outcomes are being reported. Medical safety/clinical reviewed the event. A 69-year-old female with a medical history significant for coronary artery disease presented with a non-st-segment elevation myocardial infarction (nstemi). Cardiac catheterization revealed severe right coronary artery (rca) disease. Percutaneous intervention with rotational atherectomy and stent placement was attempted but was unsuccessful. The rca subsequently developed no-reflow. At this point the patient became hypotensive and was intubated. The decision was made to place the patient on impella mechanical circulatory support (mcs). Femoral arterial access was attempted; however, both iliac arteries were found to be 100% occluded. Cardiothoracic surgery was consulted for left axillary artery cutdown. However, the physician ended up placing the introducer sheath and impella cp pump 1 into a vein rather than the artery. The impella cp pump 1 was removed, and access was then obtained via the right axillary artery. Surgical closure of the initial access site was unsuccessful, and a 14 fr sheath was placed, left in the vein. After approximately 30¿45 minutes, an impella cp pump 2 was successfully implanted. During this period, laboratory values demonstrated ph of 7.08 and hemoglobin of 6 g/dl. The patient received four units of fresh frozen plasma, six units of packed red blood cells, and multiple ampules of sodium bicarbonate. The patient was transferred to the intensive care unit on impella mcs and additional blood products (2 units) were subsequently administered. Subsequent laboratory testing showed improvement in ph to 7.28 and hemoglobin to 10.2 g/dl. The impella cp pump 2 provided circulatory support for approximately six hours; however, the patient¿s hemodynamic status continued to deteriorate. The patient expired while on impella support. Based on the available clinical information, the patient¿s underlying clinical condition contributed most to the death outcome (cardiogenic shock [scai stage d] secondary to acute myocardial infarction and severe underlying coronary artery disease) rather than the performance of either impella device. For reporting purposes, the event is conservatively assigned to the impella cp pump 1 due to a delay in initiation of mechanical circulatory support associated with inadvertent venous placement, which was caused by the user. This complaint involves two impella devices: pump 1: impella cp, with serial number: (B)(6). 14fr introducer used with pump 1, with serial number: (B)(6). This MDR specifically addresses pump 1: impella cp, with serial number: (B)(6), which is the subject of this report. Separate mdrs will be submitted for the 14fr introducer associated with this complaint. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 14fr introducer.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a non-st-segment elevation myocardial infarction patient presented with severe disease in the right coronary artery (rca). The rca was stented however had no reflow was noted. The patient tanked pressures and attempted to access both groins for impella to support the patient. Both illiacs were 100% occluded. Surgeon cutdown was done of the left axillary artery. They ended up placing the sheath in the vein instead as well as the impella. The impella was removed and the surgeon switched to the right axillary artery. Once surgery was attempted to close the access site, it would not stop oozing. A 14 french short cook sheath was placed back into the left axillary vein. Along with thrombin, manual pressure was held to the site. The pump went into the body and was removed for 30-45 minutes. A new pump was used at that time. It was noted that the closure method was left in and closed the cutdown site around the sheath, and protamine was given. The second impella was successfully inserted into the left ventricle. A swan was floated through the left subclavian vein. Then it was noted that the swan was removed, to attempt to close the vein surgically. Ph level was found to be 7.08 and hemoglobin was 6. The patient received four units of fresh frozen plasma, six units of blood, and multiple activated protein kinase of sodium bicarbonate. All sites were dressed and draped. The pressure dressings were placed on both cutdown sites. Ultimately, the patient expired on support.